Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from february 22, 2021 - february 23, 2021. H10: the device was received for evaluation. Functional testing was performed, and it was noted that a leak (backflow) was observed while filling the device. The leak was observed from the fill port and therefore additional fluid could not be filled in the fill port due to the backflow (leak). Flow was observed at the distal end of the flow restrictor. Based on the analysis finding, leak (backflow) was observed at the fill port. Further examination on the unit revealed the cause of the leak (backflow) at the fill port was due to a particle measured to be 2.07 mm in length, stuck under the device checkband. The particle was identified to be acrylic material via ftir test. Acrylic is the material of the device stressmember. Small shaving from the stressmember may potentially be created during manufacturing and gets stuck under the checkband. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor could not be injected and had no flow. This issue was discovered during filling. There was no patient involvement. No additional information is available.